Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. Sample analysis confirmed the balloon cannot be deflated. There is severe yeast attack inside the feed lumen which has degraded the septum between lumens and occluded the balloon inflation lumen. The mic-key care guide, provided with each tube, states "it is also important to keep this valve (balloon) clean. The recesses in the valve can trap foreign material and it must be clean to function properly." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "the balloon was in place for 6 months and it was impossible to deflate it in order to take it off. The doctor had to use force in order to take out the button which was painful for the patient. The balloon was still inflated." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).